Manufacturer narrative:
Correction: a2, d11. Additional information: d4, h4. Manufacturer's investigation conclusion: the report of low speed and pump stop events, along with accompanying alarms, was confirmed through the analysis of the submitted log file; however, a specific cause for these events could not be conclusively determined through this investigation. The report of superficial damage to the patient¿s driveline could not be confirmed as no images were submitted for analysis. A direct relationship between the device and the reported gi bleeding could not be conclusively determined. The submitted system controller log file showed the pump struggling to maintain its set speed throughout, resulting in multiple low speed and pump stop events. These low speed and pump stop events were accompanied by low speed advisory alarms, low speed hazard alarms, low flow hazard alarms, driveline disconnect alarms, and elevations in power. These events occurred while the patient was supported by either the mobile power unit (mpu) or the power module. These low speed and pump stop events, and the accompanied alarms and elevations in power, appeared to be consistent with a potential driveline wire compromise. At 11:27:08 on (B)(6) 2020, the patient switched to battery power and the pump resumed operating at its set speed. At 14:39:59 on (B)(6) 2020, the driveline was disconnected and the pump¿s speed dropped to zero. Shortly after, both power cables were disconnected, triggering a no external power alarm. This appeared consistent with the account¿s report of a controller exchange on (B)(6) 2020. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The device history records including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The hmii lvas patient handbook also provides a section on handling emergencies. Bleeding is listed in the hmii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number# 2916596-2020-03124. It was reported that the patient had pump stops, low speeds, low flows, and driveline disconnects while admitted for gi bleed. Elevated power was noted during some of these events. There was a tear on the silicone covering driveline that required a clamshell repair. Ungrounded patient cable was requested. Short-to-shield was suspected. The patient did have several falls in the past few weeks which could have contributed to driveline damage. During the extended driveline disconnect, the patient¿s family did report him becoming unresponsive.